Event description:
Overstimulation sensation in parenthesis area reported due to not being able to turn system off. Patient went to the emergency room due to the overstimulation. Now even with the programmer showing ins off, pt "feels like it's still on now...in low mode." Ins interrogated and no issues found. Additional info provided states the programmer was replaced and pt no longer having problems.

Manufacturer narrative:
(B) (4).